Event description:
During an atrial fibrillation procedure, the sheath detached. The sheath was inserted via femoral access. When exchanging a catheter, the valve of the sheath detached. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported material separation could not be conclusively determined.